Event description:
The patient reported that she has a strong family history for breast cancer and that she has cysts in both of her breasts and drainage in the breast on the side the generator is implanted. The patient reported that she is having an MRI of the breasts by the cancer center. No additional information has been received to date.